Manufacturer narrative:
No info was provided in regards to the lot number. Without the lot number it is not possible to determine the exp date. (B)(4). MFR contacted user facility and spoke to (B)(6). No lot number was provided and without this info can not provide the MFR date. Conclusion: human factors issue. Note: did not follow instructions as to the removal of the drape and required angle. Age of tp also a factor for instructions for use indicates skin of elderly is typically fragile and requires care when removing the drape.

Event description:
Customer reported a male pt was prepped with betadine for a total hip arthroplasty and experienced skin stripping close to the incision when the incise drape was lifted away from the incision prior to closure. Reportedly treated initially with gauze and cover-roll and later with a wound dressing. The top layer of the skin stayed attached to the drape near the incision site. The size was approximately 3x5 inches. The site was treated later with tegaderm. The user indicated they lifted the drape at a 20-30 degree angle at the incision site to perform closure. The product labeling does not indicate, to remove drape, back at a 180 degree angle from the skin.